Event description:
Asr revision;left;asr xl;reason(s) for revision: unknown.

Event description:
Reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Left. Asr xl. Reason(s) for revision: unknown. Update: amended and added products. Received: october 8th 2012. Update - added reason for revision taken from claimsuite dated 20th august 2013 reason(s) for revision: alval / soft tissue reaction. Update - amended surgery date, added additonal hospitals x 2, marked as legal, filed out mw fields. Taken from (B)(6) email dated 7th march 2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.